Manufacturer narrative:
D10: (B)(6) - 120-65-15 - bone screw 6.5mm dia x 15mm long, (B)(6) - 120-65-20 - bone screw 6.5mm dia x 20mm long, (B)(6) - 120-65-20 - bone screw 6.5mm dia x 20mm long, (B)(6) - 142-32-00 - cocr fem head 32mm +0 offset 12/14, (B)(6) - 164-12-11 - novation element ro x/o sz 11. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported, a male patient, who had an initial right hip implanted, underwent a revision procedure approximately 9 years 10 months post the initial procedure. The patient was brought back for right hip pain. During the procedure, the femur was dislocated, and the femoral head removed. The stem was checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of a bone screw. All three screws were removed, and the cup was found to be loose and removed. Femoral head allograft was impacted into the acetabulum with bone graft. A new competitor¿s dual mobility cup was then implanted along with a new femoral head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.